Manufacturer narrative:
(B)(4). Approximate age of device ¿ 19 days. (Calculated from the date when the system controller was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during device interrogation, a "low speed" and "pump stop" event were noted. It was not reported if the patient received an alarm for the reported events. The patient was asymptomatic. Analysis of the log file revealed a low speed operation followed by a transient pump stop. The event appeared to occur while on battery support. Although the batteries appeared to be depleted, they were not depleted to a level which would result in a low voltage advisory or interruption in pump support. The patient's system controller was not replaced. A self-test was performed on the system controller and passed. Additional log files did not reveal further events.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. However, the reported event of a pump stoppage and low speed was confirmed. The log file was reviewed and showed that on august 6 at 9:47am, the actual speed fell below the low speed limit and the actual speed was captured at 0 rpms with a motor stopped event. Low speed hazard and low speed operation were captured during the motor stopped event. Following the motor stop event, the log file indicated the pump ramped back up to its set speed without issue. The patient was connected to batteries during the motor stop event. The follow up log file contained the same events as the log file submitted for review and 60 additional events. No atypical alarms found in the new events recorded in the follow up log file. No further issues have been reported at this time. A root cause for the reported event was not determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2015, it was reported that there were no more patient symptoms related to this event.